Event description:
Additional information was received from a patient. It was reported that the patient had the right side of the dbs removed due to an infection. The patient noted she almost died because the doctor did not realize that the patient's device was infected; it was removed once an infection was realized. If additional information is received, a follow-up report will be submitted.

Event description:
It was reported the patient fell backwards down about eight steps and hit their head and cut it open. The patient was taken to the hospital where they had an MRI and was held overnight for observation. From the fall, the patient had a laceration on their right side of their head by the extension and lead connection. The emergency room healthcare professional (hcp) stapled the laceration. The patient was told that nothing was injured. The patient¿s tremor had been bad and their implantable neurostimulator (ins) had not been turned on yet. On next tuesday, the patient was going to have the ins turned on. The patient still had staples in their head from the last operation. The patient was still having concerns regarding their device or therapy, but they were working with their hcp or a manufacturing representative. An appointment was scheduled on 2015-(B)(6). A manufacturing representative later reported the patient¿s right side system was explanted on 2015-(B)(6) due to an infection. The laceration from the fall had become infected. The right ins, lead, and extension were explanted. Cultures had been taken. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 37603, serial# (B)(4), implanted: 2015-(B)(6), product type: implantable neurostimulator. Product ID: 3387s-40, lot# va0pk01, implanted: 2015-(B)(6), product type: lead. Product ID: 37642, serial# (B)(4), product type: programmer, patient. Product ID: 3708660, serial# (B)(4), implanted: 2015-(B)(6), product type: extension. Product ID: 3708660, serial# (B)(4), implanted: 2015-(B)(6), product type: extension. (B)(4).